Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient experienced a blood glucose of 291 mg/dl with thirst, confusion, and "feeling terrified"; no event date was provided. The reporter stated that the patient's elevated blood glucose levels were related to air bubbles in the cartridge and tubing. The reporter stated that the last cartridge was filled by the diabetes educator and the cartridge still had issues with airbubbles. The reporter also indicated that multiple boxes of cartridges and infusion sets were used without resolving the issue. The reporter stated that the patient's health care provider advised the patient to discontinue use of the pump. The reporter requested that the pump be replaced related to the ongoing air bubble issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation of air bubbles in the pump cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 08/01/2013 -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection. Force test, and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow up #1 submitted: 06/05/2013. Device evaluation: a retained sample from lot # b201854 was evaluated. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.